Event description:
It was reported that after a mini trek balloon dilatation catheter was advanced to the highly calcified lesion in the marginal obtuse coronary artery the balloon could not be inflated. There was no resistance during insertion, advancement or removal. After removal blood was noted within the balloon. Dilatation was completed using two other dilatation catheters. There was no reported adverse patient effect and no clinically significant delay in the procedure. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the catheter found blood visible in the hub, inflation lumen, and loosely folded balloon, consistent with a leak while in the patient anatomy. The distal shaft was kinked 4.5 cm distal to the guide wire exit notch. The balloon catheter was pressurized with a new indeflator filled with water; however, water leaked out of two pinholes in the outer member 1.7 cm proximal to the guide wire exit notch. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy. There was no report of any leaks or damage noted during preparation for use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. The patient anatomy was reportedly heavily calcified, which possibly contributed to the reported difficulties. In this case, it is possible that the shaft was damaged prior to entering into the patient anatomy or during interactions with other devices, or the lesion during advancement in the anatomy. All products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. A search of the device lot history record indicated no nonconformances for the lot and a search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency.